Manufacturer narrative:
The returned device was evaluated and performed as designed. Based on the strip simulation tester, delivery test was found to successfully pass and record into the device memory. During the bg meter strip insertion verification test, the pdm was found to recognize the activities and powered on immediately with no issue noted. The pdm was found to function as intended. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17; checking your blood glucose, chapter 4 / page 36. You should perform a control solution test when: you suspect that the built-in bg meter or test strips are not working properly; you think your bg readings are not accurate or are not consistent with how you feel; you drop or damage your pdm or expose it to liquids; your healthcare provider advises you to do so. When you perform a control solution test, if the reading is within the control solution acceptable range, the built-in bg meter is working properly. With the built-in bg meter, checking your blood glucose requires a very small sample size, 0.3 microliters of blood. Checking your blood glucose, chapter 4 / page 43. Warning: "low" or "high" blood glucose readings can indicate a potentially serious condition requiring immediate medical attention. If left untreated, these situations can quickly lead to diabetic ketoacidosis (dka), shock, coma, or death. Consult your healthcare provider for how to treat high and low blood glucose levels. Living with diabetes, chapter 11 / page 116. Warning: keep an emergency kit with you at all times to quickly respond to any diabetes emergency. Prepare an emergency kit to keep with you at all time. The kit should include: several new, sealed pods; extra new pdm batteries (at least two aaa alkaline; do not use rechargeable batteries); a vial of rapid-acting u-100 insulin (see the introduction for insulins approved for use in the omnipod® system); syringes or pens for injecting insulin; blood glucose test strips; additional blood glucose meter; ketone test strips; lancing device and lancets; glucose tablets or another fast-acting source of carbohydrate; alcohol prep swabs; instructions from your healthcare provider about how much insulin to inject if delivery from the pod is interrupted; a signed letter from your healthcare provider explaining you need to carry insulin supplies and omnipod® system equipment; phone numbers for your healthcare provider and/or physician in case of an emergency; glucagon kit and written instructions for giving an injection if you are unconscious (see "avoid lows, highs, and dka" on page 119). Living with diabetes, chapter 11 / page 119. Avoid lows, highs, and dka: you can avoid most risks related to using the omnipod® system by practicing proper techniques and by acting promptly at the first sign of hypoglycemia, hyperglycemia, or diabetic ketoacidosis. The easiest and most reliable way to avoid these conditions is to check your blood glucose often.

Event description:
The mother reported that her daughter was hospitalized for hypoglycemia. She stated that the patient's pdm (personal diabetes manager) was giving different readings than what she was reading at the hospital and that there was also about a 30 point difference between her cgm (continuous glucose monitor) and pdm blood glucose meter. It was giving inaccurate readings compared to her accu-chek meter, as well. One comparison had the pdm read 104, accu-chek read 76, and cgm read 79. The pdm's test strip code was set at 9, when it is advised to be set at 16. The patient tested in the morning at 62mg/dl (9:08am). She was treated with soda, which brought her up to 95mg/dl (at 9:36am). When her parents came home later that day, the patient was unresponsive and lethargic. Her blood glucose read 52mg/dl, but they did not believe it was accurate due to her behavior. At the hospital, the patients level read 39mg/dl. Her last bolus (correction) had been at 2:50am for 12.40 units, her blood glucose was 296mg/dl at the time. The patient had also experienced a headache. She was seen at one hospital for about 4 hours before being transferred to another where she was kept overnight. The patient was diagnosed with hypoglycemia. Treatment included dextrose, either 2 or 3 times. At the second hospital, her blood glucose went high and she was treated for that high (no specific levels provided), as well. A cat scan was also performed. The patient's correction factor was adjusted from 1-15 to 1-25, scheduled from 8:00pm to 8:00am. The device was returned for evaluation.